Event description:
Patient who had 16 week size uterus was undergoing davinci robotic hysterectomy. The uterus was freed and the morcellator was used to remove from abdomen. The surgeon felt that the morcellator became dull very quickly and could only use the product for approximately 15 minutes. It was necessary to use 4 morcellators over 90 minutes to complete morcellation of the extensive uterus. Surgeon felt this to be unacceptable for the expectations of the product.what was the original intended procedure?robotic-assisted laparoscopic removal of uterus, tubes and ovaries with morcellation and diagnostic cystoscopy.